Event description:
Reportedly, on (B)(6) 2017, the patient visited the hospital as she felt unwell. An urgent pacemaker check showed noise oversensing in both of the atrial and ventricular channels. Decrease in the heart rate was confirmed, which was due to pacing inhibition resulting from the oversesensing. The noise oversensing was occurring at the same time in both channels and those noisy waveforms were symmetrical as if they were mirrored images. No abnormalities were observed in the trend curves of the atrial and ventricular lead impedance values. The patient mentioned that she had felt unwell during commute to the extent that it was hard for her to walk. That feeling was similar to the symptom which she used to have before the implantation of the pacing system. With the pacing mode and the ventricular sensitivity reprogrammed, it was decided to monitor the patient. The patient returned home after the pacemaker check. On (B)(6) 2017, the patient visited the hospital for a pacemaker check. This time, she did not complain of feeling unwell. A review of the data, showed that ventricular noise oversensing had decreased and the rate (%) of ventricular pacing had increased. It was also noticed that there was a time when the heart rate increased because the oversensed noisy waveforms in the atrial channel were tracked by ventricular pacing pulses. It was decided to continue monitoring the patient. The patient returned home. On (B)(6) 2017, (B)(6) received a request from the hospital for an environmental investigation for compromising emanations around the patients residence and workplace, investigated on 25 sep 2017, but no likely cause of the oversensing was identified. As it had been concluded that the use of the pacing system could not be continued, a re-intervention was performed on (B)(6) 2017 to replace the whole pacing system. During the replacement procedure, both leads were managed to be fully removed from the patients body, but with significant damage incurred due to the repeated attempts for lead retraction and removal of the leads from adhered tissue.

Manufacturer narrative:
It was reported on 01 nov 2017 that the pacing system was explanted and replaced.

Event description:
Reportedly, on (B)(6) 2017, the patient visited the hospital as she felt unwell. An urgent pacemaker check showed noise oversensing in both of the atrial and ventricular channels. Decrease in the heart rate was confirmed, which was due to pacing inhibition resulting from the oversensing. The noise oversensing was occurring at the same time in both channels and those noisy waveforms were symmetrical as if they were mirrored images. No abnormalities were observed in the trend curves of the atrial and ventricular lead impedance values. The patient mentioned that she had felt unwell during commute to the extent that it was hard for her to walk. That feeling was similar to the symptom which she used to have before the implantation of the pacing system. With the pacing mode and the ventricular sensitivity reprogrammed, it was decided to monitor the patient. The patient returned home after the pacemaker check. On (B)(6) 2017, the patient visited the hospital for a pacemaker check. This time, she did not complain of feeling unwell. A review of the data, showed that ventricular noise oversensing had decreased and the rate (%) of ventricular pacing had increased. It was also noticed that there was a time when the heart rate increased because the oversensed noisy waveforms in the atrial channel were tracked by ventricular pacing pulses. It was decided to continue monitoring the patient. The patient returned home. On (B)(6) 2017, (B)(6) lifeline received a request from the hospital for an environmental investigation for compromising emanations around the patient's residence and workplace, investigated on (B)(6) 2017, but no likely cause of the oversensing was identified. As it had been concluded that the use of the pacing system could not be continued, a re-intervention was performed on (B)(6) 2017 to replace the whole pacing system. During the replacement procedure, both leads were managed to be fully removed from the patient's body, but with significant damage incurred due to the repeated attempts for lead retraction and removal of the leads from adhered tissue.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
Reportedly, noise oversensing occurred in both of the atrial and ventricular channels. On (B)(6) 2017, the patient visited the hospital as she felt unwell. An urgent pacemaker check showed noise oversensing in both of the atrial and ventricular channels. Decrease in the heart rate was confirmed, which was due to pacing inhibition resulting from the oversensing. The noise oversensing was occurring at the same time in both channels and those noisy waveforms were symmetrical as if they were mirrored images. No abnormalities were observed in the trend curves of the atrial and ventricular lead impedance values. The patient mentioned that she had felt unwell during commute to the extent that it was hard for her to walk. That feeling was similar to the symptom which she used to have before the implantation of the pacing system. With the pacing mode and the ventricular sensitivity reprogrammed, it was decided to monitor the patient. The patient returned home after the pacemaker check. On (B)(6) 2017, the patient visited the hospital for a pacemaker check. This time, she did not complain of feeling unwell. A review of the data, showed that ventricular noise oversensing had decreased and the rate (%) of ventricular pacing had increased. It was also noticed that there was a time when the heart rate increased because the oversensed noisy waveforms in the atrial channel were tracked by ventricular pacing pulses. It was decided to continue monitoring the patient. The patient returned home. On (B)(6) 2017, (B)(6) lifeline received a request from the hospital for an environmental investigation for compromising emanations around the patient's residence and workplace, investigated on (B)(4) 2017, but no likely cause of the oversensing was identified. It is currently scheduled to conduct an environmental investigation at the patient's workplace on (B)(4) 2017.